Manufacturer narrative:
H10: internal complaint reference:(B)(4).

Event description:
It was reported that the super turbovac 90 was suspected to have dropped its metal electrode. It is unknown whether the event happened during surgery, if there was patient involvement, if there was a delay; however, there was a smith and nephew back up device available.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. The electrodes have been minimally used but all are present. Product was out of the original packaging. No packaging returned. A functional evaluation was performed on the returned device and found settings (1,7) when plugged in. Plasma and coagulation generated as intended. The resistance measured at 0.90 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include hitting the device tip against a hard surface, using the device as a lever to enlarge surgical site or mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.